Manufacturer narrative:
D4: the device serial numbers was identified and updated. H4: manufacture date was identified and updated. Analysis results: the root cause of the customer's complaint was a closed magnet gap due to being dropped by customer (customer used error).

Manufacturer narrative:
The outcome attributed to adverse event was chipped tooth. The event date is approximate. Manufacture date not provided or identifiable. The complaint was received from a consumer in (B)(6).

Event description:
The consumer alleged that their diamondclean power toothbrush chipped their tooth.